Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed, as no images or CT-scans were provided. The surgeon attributed the issue to anatomical changes and calcifications, with no concerns about implant design; although no postoperative images were provided, the sales representative reported proper implant fit, no brain swelling or surgeon dissatisfaction, and noted tissue buildup that was adjusted during a successful surgery. Device history records confirmed the peek implant met specifications and allowed modifications per IFU, and no device-related problem was identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the implant required slight adjustment due to change of anatomy/calcifications.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.